Manufacturer narrative:
(B)(4). Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe foreign matter was discovered on the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: before using the abg, it found there was fm on the stopper.